Event description:
Blood flowed back while the pt was on the way to home for a temporary return from the hospital. After this event, the pt was rushed to hospital. When the pt's mother held the pt in her arms in the process of treatment at the hospital, the catheter was broken at the bifurcation of double lumen.

Manufacturer narrative:
The MFR has rec'd the sample and will be evaluated. Results are expected soon.